Event description:
Malfunction: system message: cautery function not available. The customer reported that a system displayed and the cautery function was not available during a procedure. The surgeon had just completed the phacoemulsification portion of the procedure, and wanted to use the cautery function for a final touchup. Diathermy was performed using an external bipolar system. The case was completed; however, the system fans made a high pitched noise for the remainder of the case. A second system message displayed about 30 minutes later. There was no impact or harm to the pt. The customer rebooted the system and the issue with the system message was resolved.

Manufacturer narrative:
The customer did not request a service call for the system. No samples were returned for eval. The reported system message occurs when the supervisor loses communication with ultrasound sub-module. The ultrasound sub-module controls both ultrasound and diathermy/cautery. When communication is lost, the fans go on high as a safe state to ensure enough ventilation with the sub-module. The root cause of why the supervisor lost communication with the ultrasound sub module could not be determined. The device history record was reviewed and there were no related issues in manufacturing for this system during assembly/testing. A review of complaints for the last 24 months did not indicate any add'l related complaints or related service requests for this system. (B) (4). (B) (4). (B) (4).